Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that a high frequency cauterization apparatus was operated which caused electrical current leakage from the endo therapy accessories to the video processor via plug unit. Additionally, the electrical terminal at plug unit boards in scope connector had trace of water immersion. The instructions for use states the troubleshooting method associated with the event in operation manual chapter 5 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, the endoscope should be sent to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The argon plasma coagulation probe was flushed with argon gas in preparation. During the subsequent functional check (outside the patient), there was deflagration of the argon gas at the distal end of the probe, as a result of which the probe then delivered little to no gas and coagulation was not possible. The probe was then discarded, and another probe was prepared for use which did not have any abnormalities. During coagulation (endobronchial), there were irregular image failures or a switch from the endobronchial image to the ultrasound image was observed. If the coagulation time exceeded about 2 seconds, the processors was switched off, the bronchoscope was disconnected from the processor, checked every electrode on the patient and checked all current carrying cables. The patient was under sedation with midazolam and propofol.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope exhibited image blackout. The issue occurred during a therapeutic bronchoscopy and argon plasma coagulation to stop bleeding procedure, that was completed successfully with the same device. There were no reports of patient harm.